Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24046. It was reported the patient underwent surgical intervention on (B)(6) 2014 to relocate the supra-orbital (off-label) leads due to scabbing above the ear and to prevent future erosion as well as improve right side coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.